Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a dose not being given, and not recognizing that attempts were made, is the keyboard/overlay. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the patient was going through the setting and the doses attempted was 4 but given was zero. Reviewed settings: demand - 4ml/30ml, given- 0, attempted- 0. Explained what those numbers represent. She wants to use the dose now because she is having pain, had her try to do so now but when she pushes it it doesn't beep or start running. Had patient try again and did check attempted/given and it did not register on either. She had her husband try to press the key as well and it did not work. They both feel the button depress but it does not give the dose. Confirmed doses per hourly and it is 2. Patient not affected. No additional information available.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.